Event description:
It was reported that no capture and high pacing impedance were noted on a patient's left ventricular (lv) lead. The lv lead was capped on (B)(6) 2026 and a new lead was implanted. The patient was stable.